Manufacturer narrative:
The sterility test of the retained sample products are all qualified. The product importer sold this batch of products to different regions or clinics, and only this clinic report this problem. During the communication process, the clinic cannot provide accurate surgery, product information[?]patients information or return any remained product.

Event description:
7 patient returned clinic with infection issue after the mini-facelift surgery, and all they used polyester 2/0 suture with the same lot. Per nurse who works in that clinic description, the infection occurred at different time within the first several weeks. Some patients need to reopen and remove the suture. The clinic treated the patients with antibiotics, and they began to heal.